Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 5/26/2020. Attempts to obtain the following information have been performed and was received. Please clarify, which is the complaint product and what was the issue with each: the reservoir and 2 dains were returned from the hospital to japan under the condition that the drains were connected to the reservoir. The issue reported by the customer was that suction could not done with them during the procedure. So far, we cannot itentify the reaon why the reported issue occurred. Thus, currently we also cannot identify if any of the products had a problem. Even if one/some of them had a problem, we currently cannot identify which of them was the affected product. Note: events reported via mw# 2210968-2020-03587, mw# 2210968-2020-03588 and mw# 2210968-2020-03995.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent please clarify, which is the complaint product and what was the issue with each: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw# 2210968-2020-03587.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2020 and a drain was used. During the procedure, suction could not be done properly. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent to the FDA: 09/14/2020.

Manufacturer narrative:
(B)(4). H3 evaluation: received two used 15fr drains; upon visual inspection, the drains are intact, no damages were observed. There is significant quantity of dry exudate remainders inside both drains. The drains were attached to a reservoir and functional test was performed. Both drains functioned properly. Upon functional test, the drain functioned properly. The complaint is not observed.